Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after the initial implant, which caused loss of capture. The physician decided to reposition this lead. No additional adverse patient effects were reported.